Event description:
Balloon on premounted stent failed to inflate. Stent became detached and ended up in subcutaneous tissue in pt's groin. Pt was undergoing elective stenting of right common iliac artery.